Event description:
It was noted during review of programming history, that a faulted system diagnostic test occurred on (B)(6) 2010, which caused the patient's settings to be reset to unintended settings. The physician noticed the reset and changed all settings back except one at the same visit. The off time was left at 60 minutes instead of 1.1 minutes as it was previously at.